Event description:
It was reported that during a thyroid procedure, the devices had piece's of tissue pad flake off and fall into the patient. The pieces were retrieved with forceps. The case was completed with another like device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.